Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed, and the defibrillator conductor was cut. It was also noted that the defibrillator conductor had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage. Performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that during a device replacement procedure the physician damaged the right ventricular (rv) lead coil connector. The lead was explanted and replaced. No patient complications have been reported as result of this event.